Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the sponge detached and got stuck inside the working channel of the scope. The procedure was completed with another rx locking device and biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the sponge detached and got stuck inside the working channel of the scope. The procedure was completed with another rx locking device and biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual analysis of the returned biopsy cap found that the sponge was detached. The rx locking device was not returned for analysis. Based on the condition of the returned device, the complaint was confirmed. There is not enough evidence to consider that the sponge detachment is an issue that have been generated due to the incorrect use of the device by the user; however, the directions for use states: "to insert devices through the biopsy cap, apply water-soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel." It is most likely that resistance occurred when an additional device was moved through the biopsy cap, excessive force to pass a device through the biopsy cap could have contributed with the encountered issue. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint. A device history record (DHR) review was performed and no deviation was found.